Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds with consistent sensing and impedance were observed. The physician elected to cap and replace the lead. The patient was stable before, during and after the procedure.